Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). (B)(6). Complaint conclusion: the marker of a 6x120mm smart stent was out from the outer sheath. It is unknown how the procedure was completed. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The lesion was heavily calcified and heavily tortuous. The rate of stenosis was 100%. The intended procedure was an endovascular treatment. There were no damages or anomalies noted to the device prior to removal from the packaging or to the packaging prior to opening. However, when a 6x120mm smart stent was taken out from its pouch, the marker of the stent was out from its outer sheath. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected, handled and prepped according to the instructions for use. It is unknown if the valve was received open or closed, however, the valve was closed prior to removal from the packaging. It is unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17323760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors during device removal from the packaging may have contributed to the reported event. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the marker of a 6x120mm smart stent was out from the outer sheath. It is unknown how the procedure was completed. There was no reported patient injury. The device will not be returned for analysis. The patient's information was unknown. The target lesion was unknown. The lesion was heavily calcified and heavily tortuous. The rate of stenosis was 100%. The intended procedure was an endovascular treatment. There were no damages or anomalies noted to the device prior to removal from the packaging or to the packaging prior to opening. However, when a 6x120mm smart stent was taken out from its pouch, the marker of the stent was out from its outer sheath. There was no difficulty experienced as the device was removed from the packaging. The product was stored, inspected, handled and prepped according to the instructions for use. It is unknown if the valve was received open or closed, however, the valve was closed prior to removal from the packaging. It is unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product was not clinically used.